Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: loss of external power events were confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis. A review of the submitted controller event log file revealed loss of external power events active on 11jun2024 associated with no external power, low power hazard, and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mpu. Pump operation was not affected, and the backup battery supported the system without any issues during these events. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. A root cause for the loss of external power events could not be conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. The serial number of the mobile power unit (mpu) was not provided. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (doc. # 10006136, rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flow alarms in the evening. Their nursing home called 911 due to the low flow alarms. When emergency medical services (ems) arrived and connected the patient to their battery clips and batteries, they had connect to power alarms. After troubleshooting and exchanging the batteries and battery clips the alarm continued. When log files were being obtained the next morning, three of the patient's four batteries present had a b0001 code pop up on the universal battery charger and the light on the charging slot was red. The three batteries were replaced. Ems expressed a concern for a possible "short" since anytime the patient moved the connect to power alarm went off while on battery power. The patient's battery clips had been replaced the week prior. Their system controller and power cables appeared unremarkable. Log files revealed a driveline disconnect and pump stop on 11jun2024 at 19:23:47. The pump appeared to have restarted at 19:24:12. Also on 11jun2024, low flow estimates and sustained low flow hazard events were noted. Also on 11jun2024 power cable disconnects were noted while on battery power. On 11jun2024 at 22:37:10 the patient was connected to a power module and there were no additional power issues going forward.